Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure, when the physician attempted to insert the subject guidewire into the microcatheter, the coating peeling of the subject guidewire was noted. The coating on the subject guidewire peeled off when the introducer was used. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Expiration date - added. Manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event reported "when the surgeon attempted to insert the guidewire into the microcatheter using the attached introducer, the coating peeled off, so the procedure was continued and completed with a newly replaced guidewire". Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It is possible that the coating peeling may have occurred during backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer however this cannot be confirmed as the device was not returned to site for analysis. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿hydrophilic coating peeling¿.

Event description:
It was reported that during a neurovascular procedure, when the physician attempted to insert the subject guidewire into the microcatheter, the coating peeling of the subject guidewire was noted. The coating on the subject guidewire peeled off when the introducer was used. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.